Event description:
The integra rep reported the following incident: after about a 7 hour-surgery to remove a large tumor, the surgeon was replacing the bone flap. The flap was approximately 3.5" x 3.5" in a roughly "diamond" shape. A piece of suturable duragen was in place over the brain, and the bone flap was replaced in the skull. The bone flap was not pre-drilled, and fixation plates were not in place on the flap. The dr was holding the bone flap steady, with a fixation plate in position, attempting to insert a "self-drilling" 5mm kranios screw in the skull. A technician had picked up the screw on the screwdriver blade and handed it to the dr. He was not holding the screwdriver/screw perpendicular to the skull, but at an angle, and the screw slipped and came off the screwdriver blade. The screw was found in the "blood-containment" bag. A second screw was picked-up and handed to the surgeon, who then held it perpendicular to the skull and attempted to insert the screw. Again, the screw slipped, the bone flap fell onto the floor, the screwdriver penetrated the duragen and there was some bleeding from the brain. The bleeding was stopped by using a cautery knife and the screw was found. Another piece of duragen was put in place and the bone flap was flash sterilized. The dr switched to the competitor's device for the procedure.